Manufacturer narrative:
Unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to motor error alarms. No moisture damage on electronic assembly during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had motor error and condensation under the screen. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.